Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ethinylestradiol;etonogestrel (nuvaring)(B)(6) 2014 to (B)(6) 2014, nsaids and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and depression ("depression/psych injury"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("pain - abdominal"), metrorrhagia ("metrorrhagia (bleeding between periods)"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("mental anguish") and post procedural complication ("post removal complications"). The patient was treated with surgery (hysterectomy (full).). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, metrorrhagia, bladder disorder and urinary tract disorder had resolved and the vaginal haemorrhage, depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, post procedural complication, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for bleeding. Discrepancy noted: earlier the patient underwent essure confirmation test and essure removed but in current pfs it was given she did not underwent essure confirmation test and essure removed- no. Patient received treatment for abnormal bleeding, menorrhagia and metrorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: menorrhagia, vaginal bleeding, migraines. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received- new event post removal complications was added. On 9-jan-2020: pfs received- no clinical information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) (B)(6) 2014 to (B)(6) 2014, nsaids and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and depression ("depression/psych injury"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain - abdominal"), metrorrhagia ("metrorrhagia (bleeding between periods)"), bladder disorder ("bladder/urinary"), urinary tract disorder ("bladder/urinary"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy (full).). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, metrorrhagia, bladder disorder and urinary tract disorder had resolved and the vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for bleeding. Discrepancy noted: earlier the patient underwent essure confirmation test and essure removed but in current pfs it was given she did not underwent essure confirmation test and essure removed- no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: menorrhagia, vaginal bleeding, migraines. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 25-sep-2019: pfs and mr received- new events abnormal bleeding (vaginal) and mental anguish were added. Psych injury was updated to depression. Reporter information was added. Medical history and concomitant drug were added. On 26-sep-2019: pfs received- no clinical information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain - abdominal"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary") and urinary tract disorder ("bladder/urinary"). The patient was treated with surgery (hysterectomy (full).). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, metrorrhagia, bladder disorder and urinary tract disorder had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, bladder disorder, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: plaintiff received treatment for bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received. Events: abdominal pain, bleeding: menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods), general abnormal bleeding, psych injury, bladder/urinary were added. Event outcome was updated for the event pelvic pain. Event outcome was added for the events: abdominal pain, menorrhagia, metrorrhagia, general abnormal bleeding. Reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.